Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years and 7 months following the implant of this transcatheter bioprosthetic valve, the valve failed due to stenosis. A computed tomography scan was performed that revealed possible thrombus/pannus formation and a possible pseudoaneurysm near the non-coronary cusp (ncc) along with poor commissure alignment; however, no there was no positioning issues during the initial valve implant. Additionally, thrombus/pannus or pseudoaneurysm were not confirmed. No treatment was provided, and the patient was not hospitalized. No adverse patient effects were reported.